Manufacturer narrative:
The field service engineer's onsite investigation revealed a large amount of dust accumulation in the cabinet area that caused the scc computer to overheat from inadequate ventilation; however, no evidence of burning or charring was observed. The scc computer was replaced to return the analyzer to normal operation. A review of the analyzer service history was performed and found no contributing factor on or around the date of the event. There were no subsequent reports of smoke/burn since the scc was replaced. A product labeling review found the architect system operations manual provides labeling with regard to electrical hazards and emergency shutdown. The architect i1000sr service and support manual provides information regarding electrical hazards and instructions for replacing the scc f_win7 computer. The 2017 ul certification memo was reviewed and indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. Only smoke was observed from the scc; no evidence of burning or charring was identified. A review of complaint and trending data did not identify any adverse trends for tickets with replacements of the scc f_win7 computer. A review of thr architect i1000sr tracking and trending data in the product monitoring review found no adverse trends with regard to smoke/burn events. Based on the available information and this investigation, no systemic issue or deficiency of the architect i1000sr analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported they observed smoke coming from the back of the scc connected to the architect i1000sr analyzer. The scc and both integrated instruments were powered off and disconnected from the power supply. No fire or evidence of fire was observed. There were no injuries and no impact to patient management reported.